Manufacturer narrative:
The technician found the brake/steer linkage was disconnected. He reconnected the linkage to repair the stretcher.

Event description:
Information received indicates the brakes would set at one end of the stretcher, but not hold at the other end.